Manufacturer narrative:
Failure analysis was performed. The unit shown some intermittent behavior during the boot. At power on the unit is ok; power on with system loaded on express card is ok, the unit works correctly. Bringing back the unit to the original received medtronic setting, the unit stop working. The swap with a brand new main board bring the unit in a working condition. After the main board replacement, the unit has been submitted to the standard production process. Conclusion: the main board was the cause of the problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would freeze during interrogations and that it often failed to power up even though its battery was charged or the programmer was plugged in. The programmer has been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the programmer froze during interrogation and then failed to power back up. It was additionally noted that the programmer continued to intermittently freeze up after the software was reloaded and the battery was changed. The date and time were off and though it was corrected the time was off again when it was checked again two days later. The programmer needs its computing platform replaced but due to a lack of available parts the programmer will be scrapped. If information is provided in the future, a supplemental report will be issued.